Manufacturer narrative:
The device ro10011 has been inspected for investigation purpose. The tests performed confirmed that the pointer probe mt-02-081 s14010 does not pass the test. The internal complaint reference is the following: (B)(4).

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the pointer probe was non-functional. There was no patient involvement reported.